Event description:
It was reported that after downloading the 5.0 software and testing the ex holster they received the l4 error code. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.